Event description:
It was reported patient underwent total knee arthroplasty on an unknown date in 2008. Subsequently, patient underwent a revision procedure on (B)(6) 2013 due to tibial bearing wear. All components were replaced with competitor product.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided.